Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one of the pump profile settings was missing. Customer's blood glucose was 90-180. Reportedly, customer re-enter profile setting. Although multiple attempts were made to follow up with the customer to confirm issue was resolved, customer did not reply.